Event description:
It was reported that the rn was priming the tubing set in the medication room when the tubing set separated at the upper fitment. Although requested, no further event or patient information was provided. However, it was confirmed during follow up that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of tubing set separated at upper fitment was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the upper fitment. Although the root cause could not be definitively determined, the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during manufacturing, use or set loading.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse was priming the tubing set in the medication room when the tubing set separated at the upper fitment.